Event description:
Device was being utilized for a varicocele embolization. The catheter was advanced into position. One coil was placed. In attempting to place this second coil, it stuck in the catheter. A decision was made to remove the catheter. Upon removal of the catheter from the spermatic vein, the coil dislodged and went into the pulmonary artery. The coil was successfully retreieved.